Event description:
Hernia repair with the mesh on (B)(6) 2013 in (B)(6) hospital. Three days later, I went to take a bath, then I noted the hernia was sticking straight out of my stomach. Then I went to the hospital. They rushed me back to (B)(6). The xray, did an ultrasound. Said it was the hernia sticking out. Sent me back to the doctor. The doctor turned me down. I hurt really bad all the time. It took me a year and a half to find another doctor, and it made me lose my baby. Three and half months, it was a tube pregnancy. The doctor told me I would have to have surgery to take the mesh out because it didn't hold. It has caused me too many problems and pain. Please help before somebody else has to go through the same thing. This has messed my life up. Please don't let it happen to nobody else.